Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. Following the implant access site hematoma developed around the repositioning sheath. Manual compression was applied, and forward tension suture was added. Two units of pack red blood cells were administered. The patient continued on support. However, approximately three days later, there were no flows to impella extremity and leg was severely mottled/dusky. The impella cp device was, therefore, weaned and explanted. The patient survived the explant and was noted to be in stable condition following the event.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The root cause of the access site bleeding issue was most likely use related, manual compression and forward tension suture added to stop the bleeding. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26783 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26783.